Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. If the sample or lot number and/or additional pertinent information becomes available, a follow up report will be filed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): when a blood sample from an (B)(6) patient, during withdrawal of the needle, the safety clip was not deployed and the physician was bitten in the right thumb. Despite wearing sterile gloves, it became blood under the glove in the thumb and puncture wounds. The physician has been on triple therapy for a period of 28 days, with medical and biological follow-up. Drug addict patient. The peripheral venous no usable. The doctor has "chosen" use the femoral access under ultrasonography (depth access: 3 cm).